Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, the patient's mother reported that the infusion device delivered boluses without being programed to do so. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.